Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip tips. There was a 2.56 mm offset at the tips. The grips were not found to have cracking damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding the tips are misaligned and unable to be used was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during central processing procedure, the force bipolar instrument tips was misaligned and unable to be used. The customer reported event had no report of patient injury.